Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted. No new device was implanted but an accessory kit was used. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.